Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to alleging a ventilator inoperative condition occurring. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This report was a duplicate and was reported in error. This issue was previously reported on MDR 2518422-2023-35855. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.